Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Lead repositioned due to out of range impedance, however the value was correct through psa. Therefore, another device inplanted. No further issue was noticed.

Event description:
Lead repositioned due to out-of-range impedance, however the value was correct through psa. Therefore, another device implanted. No further issue was noticed.

Manufacturer narrative:
The conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. The issue has not been reproduced. Based on the available data, the most likely hypothesis would be a lead connection issue. This complaint has been recorded for trending purposes.